Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that post a stenting treatment procedure, early stage occlusion was identified. In (B)(6) 2011, the 10x42mm wallstent rp endoprosthesis was implanted in the common bile duct without issue and appeared well positioned and well apposed at procedure end. Approximately four months post procedure, 100% occlusion was identified within the stent and noted it was possibly "a tumor in growth." Another 10x42mm wallstent rp endoprosthesis was implanted overlapping the first stent distally. There were no additional patient complications reported and the patient's status is stable.